Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-28 from the hcp via a representative confirming the devices were discarded by the customer and could not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and healthcare provider regarding a patient implanted for non-malignant pain. It was reported that the patient requested that their device be removed, because they were complaining of pain at the battery site. It was noted that the patient was extremely skinny. An explant was performed on (B)(6) 2019. The issue was resolved at the time of the report. No further complications were reported or anticipated.